Manufacturer narrative:
Customer reported vitamin k had been added to their daily medication regimen on 05/12. Vitamin k is a warfarin antagonist and can affect the action of oral anticoagulants. Starting, stopping, or changing the dose of medication can affect the inr value. The pt's current medications cannot be ruled as a possible root cause for the observed inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was failed: date (B)(6) 2013, inratio 3.3, ref 1.9, mean 2.6, confidence limits 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #304241 on (B)(4) 2013. Results as follows: donor (B)(6): inratio 1.9, 1.8, 1.9; ref 1.79; bias-threshold 1.29 - 2.29; %cv 3.09. Donor (B)(6): inratio 2.3, 2.0, 2.1; ref 1.87; bias-threshold 1.37 - 2.37; %cv 7.16. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Vitamin k is a quick acting coumadin antagonist that quickly changes inr results. The use of this medication with anti-coagulation therapy may cause fluctuations in the measured inr results. This could not be ruled out as a cause for the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date (B)(6), inratio 3.3, lab 1.9. Inratio and lab test were taken within 30 minutes of each other. Therapeutic range: 2.0 - 3.0. Technical services confirmed with the customer that the addition of vitamin k to pt's regimen was not in relation to any results obtained on the inratio pt/inr system.